Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the facility staff did not receive proper training on reprocessing and/or device handling according to instructions for use. The specific root cause of the facility training and/or device handling could not be determined at this time. The following information is stated in the instructions for use: "chapter 7 cleaning, disinfection, and sterilization procedures. 7.5 leakage testing equipment needed. [Warning] do not use a damaged or leaking endoscope. Use of a damaged or leaking endoscope may pose an infection control risk to the patient and operators." Olympus will continue to monitor field performance for this device.

Event description:
The facility's infection control nurse stated that the facility reviewed patient charts going back two months for the patient's the scope was used on and no infections occurred.

Manufacturer narrative:
As part of our investigation, the ess informed the facility¿s infection prevention nurse manager of the reprocessing deviation and advised that the leak testing should be performed on every scope. In addition, the ess performed an in-service that included all cleaning, disinfection, and sterilization information contained in the olympus manual. Also, went over care and handling with the staff during cds in-service. The ess reported that upon completion of in-service, staff stated they understood all instruction provided. The ess conducted a meeting via telephone with the facility¿s infection prevention nurse and further training will be provided to all staff. Since there was no reported issue the scope will not be returned to evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The endoscopic support specialist (ess) reported that during an onsite reprocessing observation/in-service at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess noted that the technician was not attaching the leak tester. The ess reported that the technician was immediately stopped and asked why the leak testing was not being performed. The ess reported that the technician responded that they were not trained to leak test the scope. There were no associated patient infections reported.